Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient has trace diffuse lamellar keratitis (dlk) 1 day following bilateral lasik surgery. The patient reported doing well and eyes feel a little dry. In a follow up, the technician reported that the event had resolved. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.